Manufacturer narrative:
The reported event of no pacing output, noise, and high lead impedance measurement was confirmed. Electrical testing revealed an anomalous reference voltage, which caused the reported field event. The anomalous reference voltage was caused by an intermittent connection of the reference voltage¿s capacitor to the hybrid.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of pacing, noise, and high impedance were observed. The device was explanted and replaced and the patient was in stable condition.